Event description:
It was reported that the packaging containing the medical device was punctured and disintegrating. There was no adverse consequence reported.

Manufacturer narrative:
It can be confirmed from visual inspection that product packaging is damaged. Other complaints have been received reporting similar events. Sterility testing completed on a sample of product affected by this issue has determined that the sterile barrier of product has not been compromised.